Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with a distal femur fracture nonunion. During a planned ria procedure, the surgeon attempted to begin the reaming process and noted the reaming rod was too big (diameter 3.2). The surgeon needed the synream reaming rod (diameter 2.5) which was obtained from the hospital and the procedure was completed without incident. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Subject device is an instrument and is not implanted/explanted. PMA/510(k): cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.